Manufacturer narrative:
Patient identifier not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. A serial readout was performed and provided to livanova (B)(4) for evaluation. However, due to the age of the hardware in the device there was no meaningful data included in the readout. Due to the age of the device, the technician replaced the processor board, motor control board and the touch screen to prevent future malfunctions. Subsequent functional verification testing was completed without issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 roller pump stopped during a procedure. The user turned the pump off and back one, but the pump did not start and hand cranking was initiated. The pump was able to be restarted following a restart of the whole s5 system and the procedure was continued without further issues. There was no report of patient injury.